Event description:
In response to form (B)(4) issued to spectranetics on (B)(6) 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. This procedure was required due to the pt's pacemaker being exposed due to infection. Preoperative examination revealed mild adhesion of the arterial and ventricular leads toward the mid-point of the innominate vein and the junction of the svc and innominate vein. The md used a 14 fr laser sheath to extract the arterial and ventricular leads with no difficulty. After removal of the leads the pt's blood pressure began to fall suddenly due to a cardiac tamponade. The md performed a thoracotomy and found a hole at the anterior wall of the svc adjacent to the innominate vein. The svc was repaired and the pt was moved to ICU however, died several days later.